Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) he full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right atrial lead had no sensing and the right ventricular lead had high thresholds. Both leads were twisted. The leads were capped and replaced. It was also reported that during the implant attempt the right atrial lead was not placed due to the need for active fixation. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.